Event description:
It was reported that patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensed muscle noise. The vector was reprogrammed to primary which had resolved the oversensing. Approximately three months later, the patient received another inappropriate shock also due to oversensed muscle noise. This system was explanted and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensed muscle noise. The vector was reprogrammed to primary which had resolved the oversensing. Approximately three months later, the patient received another inappropriate shock also due to oversensed muscle noise. This system was explanted and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported.